Event description:
It was reported that after a percutaneous coronary intervention (pci), arteriotomy closure of a mildly calcified right common femoral artery (rcfa) was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over guide wire and another proglide device was used to achieve hemostasis. It was decided that additional coronary intervention was required due to something that was missed during the initial coronary intervention. Percutaneous access was obtained a second time of the rcfa. After completion of the pci, arteriotomy closure was attempted of the rcfa using a perclose proglide device. Reportedly, another needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over guide wire and another proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The proglide device was reportedly deployed in a mildly calcified common femoral artery. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.